Manufacturer narrative:
The patient had another sample collected on the same day and this sample resulted as < 50 ng/l when tested on the same cobas h 232 analyzer with the same lot number of test strips.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for troponin t quantitative (tnt) on a cobas h 232 analyzer. The cobas h 232 analyzer is not sold in the united states, nor is it like or similar to a product sold in the united states. A whole blood sample from the patient was tested on the cobas h 232 analyzer and the tnt result was 50-100 ng/l. It was asked, but it is not known if the 50-100 ng/l value was reported outside of the laboratory. A plasma sample collected at the same time was tested for tnt on a laboratory analyzer, resulting as 30 ng/l. The whole blood sample was then centrifuged and tested on the laboratory analyzer, resulting as 31 ng/l. The patient was not adversely affected. The cobas h 232 analyzer serial number was (B)(4). The test strips have been requested to be returned for investigation.

Manufacturer narrative:
Medwatch field lot number has been updated. It has been clarified that the used laboratory analyzer was an e170 analyzer from a different site. The affected patient sample was tested on the e170 analyzer with the troponin t high sensitive test. The customer's cobas h 232 analyzer and test strips have now been provided for investigation. It was stated that the analyzer was sent with the battery inside and it was "swollen". The customer's test strips and cobas h232 analyzer were investigated along with retention materials. All measurement performed during investigations were found to be within accordance of the testing plan. No product problem was found.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The customer material was requested for investigation, but could not be provided. The provided lot number of tt4751 is actually a code chip label meaning "roche cardiac t quantitative". The lot number information was asked for, but could not be provided, therefore no investigations of the material lot number could be performed.